Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(4) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). The patient did not obtain effective stimulation coverage in their painful areas because an -xray imaging determined that the lead migrated caudal from t7 do t9. The rep performed a post-operative programming on (B)(6) 2018 which was ineffective in covering the patient¿s painful areas so a lead revision occurred on (B)(6) 2018. The lead was discarded. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.